Event description:
I have a dexcom g6 sensor applicator that was stuck to my abdomen. I had to get assistance to get it off my abdomen. I had to hit the applicator and my spouse had to hit the applicator to get it to release. I called the company to get a replacement. Also, I requested a return of this lot number, but that request was not granted. This problem caused bleeding. There are many persons that are having the same problem on youtube. That's how I found out how to get it off of me. I have the wrapper and the faulty applicator. My husband is also a witness of the failure of this product. FDA safety report ID: (B)(4).